Event description:
During an epicardial ventricular tachycardia (vt) procedure, a cardiac tamponade occurred with a pericardiocentesis, and subsequent thoracotomy performed. The catheter was in the epicardium for mapping and bleeding was noted in the cavity. A fluoroscopy revealed a tamponade in the anterior wall of the right ventricle. A pericardiocentesis was performed which did not resolve the bleeding. The patient was then transferred to the surgical center for a thoracotomy, which was successfully performed, and the patient stabilized. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.